Manufacturer narrative:
(B)(6). (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Event description:
The account generated a (B)(6) confirmatory result on a long time donor using a clot tube (B)(6). The plasma unit was then tested generating negative prism (B)(6). Nat testing and hbcore results were negative on the original sample. Additionally, the donor has not had a recent (B)(6) vaccination and has a negative social history for risk exposure to (B)(6). No specific patient information was available. No impact to patient management was reported.

Manufacturer narrative:
An evaluation of complaint data for the products and likely cause lot did not identify atypical activity. Additionally, review of the lot device history records did not reveal any issues related to the customer's observations. Finally, a review of the prism metrics field data indicates that likely cause lot are meeting labeling claims for clinical specificity. A labeling review for abbott prism (B)(6) and abbott prism (B)(6) confirmatory was performed showing additional information regarding (B)(6) reactive results are provided to the customer in the package insert. No product deficiency was identified.